Manufacturer narrative:
The UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported suture malposition could not be determined. A conclusive cause for the reported patient effects of hemorrhage, hematoma, perforation, inflammation, pseudoaneurysm, tissue damage and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: date is estimated. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature attached: "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Event description:
It was reported through a clinical research study article identifying a (B)(6) obese male patient in which an unknown closure device was used after a diagnostic cerebral procedure for a stroke. The patient was given clopidogrel. Reportedly, the suture pulled through the arterial wall when the extracorporeal knot was placed. There was immediate arterial hemorrhage and a large arterial injury occurred measuring about 10 cm in diameter with an unusual amount of severe inflammation. The patient developed a large, acute hematoma (equal to or greater than 5cm) and pseudoaneurysm. Surgical repair was performed and the patient received a blood transfusion. Details are listed in article, titled "iatrogenic vascular injuries from percutaneous vascular suturing devices".